Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, an optical trocar with fixation cannula was used when entering the abdomen with the scope. Upon entry, the scope and the introducer were removed from the trocar sleeve; however the introducer did not come out of the patient with the top of the trocar. When the trocar sleeve was removed, the introducer did not come out of the sleeve. The procedure was converted to an open laparotomy to find the missing trocar piece. All pieces of the trocar were found and removed from the patient during procedure.